Manufacturer narrative:
Sections with additional information as of 26-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: blurry vision, shaking. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to verify the meter serial number as provided - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). Customer just began using the product and was not using the proper testing technique. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date is (B)(6) 2021. True metrix meter serial number as stated by customer displays product as (B)(6). During the call, a blood test was performed by the customer non-fasting and produced test result of 92mg/dl using true metrix meter; customer was satisfied with the result obtained. At the time of the call the customer reported symptoms of blurry vision and shaking. Medical attention was not needed at the time; customer stated she would eat/drink something.